Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be unexpected high ultra-filtration (uf) due to log corruption. If additional relevant information is received, a follow-up will be sent.

Event description:
It was reported that during evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 04:56:34. During night drain cycle four, the patient's ultrafiltration reading was 1.97057e+006ml, indicating the home patient (hp) drained 1.97057e+006ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.